Event description:
As reported, device was pulled out of vessel during deployment and hemostasis was not obtained. Surgeon immediately began cutdown procedure and removed device from the tissue tract then closed vessel. Surgical cutdown was performed and vessel was successfully patched and stitched for closure.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 14f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound were utilized to gain a central positioned access. The arteriotomy was 7.4mm, mild posterior calcification, with a depth measurement of 4.5cm + 1cm. No issues were encountered advancing or withdrawing procedure sheaths. During deployment, the manta device was pulled out of the vessel and hemostasis was not achieved. The surgeon immediately began surgical cut down and explanted manta from the tissue tract, successfully repairing the vessel. Due to no information submitted regarding the initial and deployment procedures, patient conditions or environment, positioning of manta seen during surgical cut down, and no angiograms or device return for investigative purposes, a cause of the entire device pullout is inconclusive. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified as potential adverse events associated to the deployment of vascular closure devices. Procedure requirements indicate if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.